Event description:
Report 1 of 2. It was reported that while using bd phoenix¿ m50 automated microbiology system, a discrepant result was obtained. A patient sample was resulted as pasteurella on the instrument. The sample was repeated at a different lab using maldi and confirmed to be eikenella, no patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D2: common device name: system, test, automated antimicrobial susceptibility, short incubation.

Manufacturer narrative:
Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported discrepant results on their instrument and requested a health check be performed. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed a full preventative maintenance (pm) and health check of the instrument. The pm reviewed the hardware of the system, internal and external lights and alerts, internal temperature, carousel rotation speed, door alignment and power supply voltages. A ccd alignment and adjustment was performed as well as a cv test and filter panel test all testing passed and the instrument was found to be functioning as expected. The instrument was returned to the customer in working order. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 1 of 2 it was reported that while using bd phoenix¿ m50 automated microbiology system, a discrepant result was obtained. A patient sample was resulted as pasteurella on the instrument. The sample was repeated at a different lab using maldi and confirmed to be eikenella, no patient impact reported.